Manufacturer narrative:
(B)(4).

Event description:
The patient reported intermittent loss of stimulation. No trauma/falls or medical test/emi could be related. Periodically the stimulation would turn off. She would then notice an increase in pain. She would then check the device with the pp and it would show it to be off. This had been happening since sometime in 2015. The patient did not think she was accidently shutting stimulation off. When asked if she had been around any high source of emi, she replied "just the tv." It was reviewed to see if it was depleted when this occurred again. It was noted that she would try not to let this happen but reported that it had happened in the past and then she would have to recharge for a long time as it was empty. It was noted that the device was checked during the call and stimulation was on and at 2.0 volts. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Follow up information received from the patient reported that it was ¿stilling doing it.¿ the patient was told not to let the device get too low because that might be the cause so they were watching that it doesn¿t. The patient also stated that they did not have bladder cancer or cancer of any kind. If additional information is received, a follow-up report will be sent.